Event description:
It was reported that an error code 1 was received during an unk procedure. The case was completed with a second generator with no pt consequence. One device to be returned.

Manufacturer narrative:
Evaluation summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and found the main pcb was causing the unit to boot up with error code 1. To correct the customer reported issues, the analysis site replaced the main pcb. Per the service manual the site performed calibration and test with the unit passing all tests. The site found the front bezel was cracked at the corners and was repaired per cracked front bezel repair process. The device history record has been reviewed via the database. The unit has passed all qa inspections. Complaint info is trended on a regular basis to determine if further investigation is warranted.